Manufacturer narrative:
Testing was conducted to check samples of 296, 402, 504mg/dl each 3 times using retain samples of lot qc7l80 involved in the complaint. As a result, no lower readings were confirmed and the specifications (+/-15%) were met for all 3 concentrations. Furthermore, the same investigation was conducted using the product returned by the hospital (lot qc7l80). No lower readings were confirmed and the specifications were met. Device history record of the relevant lot was reviewed and no anomalies were found.

Event description:
Blood glucose level of the patient was tested using spotchem ez sp-4430 and spotchem ii panel-1 at the hospital in (B)(6). The reading was 275mg/dl with spotchem ii panel-1 lotno.qc7l80 while higher readings were given with other instruments. The reading was 398mg/dl with j&j vitros and 328mg/dl with siemens rapid point 500. The hospital thinks that reading of spotchem 2 panel-1 should be higher than the correct reading. No adverse events have been caused for this issue.